Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Provisional exhibits signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured instrument was received via (B)(4). There was no patient involvement.